Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The chronic total occlusion (cto) target lesion was located in the right coronary artery. A 2.50mmx15mm maverick balloon catheter was advanced for dilation. However, during withdrawal of the device, it was noted that the shaft broke approximately 30cm from the distal tip of the balloon. The proximal part of the catheter was pulled out leaving the distal portion of the device including the balloon inside the patient's body. The physician then managed to trap the remaining distal portion of the device in the guide catheter and was removed completely. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Returned product consisted of a partial maverick 2 balloon catheter, tip to part of the hypotube. Microscopic and tactile inspection revealed a break in the hypotube 61cm from the tip of the device. There were numerous kinks in the hypotube. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic and tactile inspection of the distal shaft found no irregularities or defects. Microscopic examination presented no damage or irregularities to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The chronic total occlusion (cto) target lesion was located in the right coronary artery. A 2.50mmx15mm maverick balloon catheter was advanced for dilation. However, during withdrawal of the device, it was noted that the shaft broke approximately 30cm from the distal tip of the balloon. The proximal part of the catheter was pulled out leaving the distal portion of the device including the balloon inside the patient's body. The physician then managed to trap the remaining distal portion of the device in the guide catheter and was removed completely. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.